Event description:
This is a report of a patient who experienced suspected peritonitis manifested by cloudy effluent, a fever, and a cold coincident with peritoneal dialysis therapy. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment information was not reported. At the time of this report, it was unknown if the patient had recovered from the events. Action taken with therapy was not reported. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted. This is the same patient as (B)(4).